Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 21sep2020.

Event description:
The customer reported the display was flicking and going from dark to light. There was no patient involvement. The customer found a loose cable on the liquid crystal display (lcd) and no damage to the display. The field service engineer provided remote support and advised they suspect the lcd assembly. The customer replaced the cable and lcd and the issue is resolved.